Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the extension/lead connection site was repositioned to address the issue.

Manufacturer narrative:
Event date is estimated. Primary unique device identification (UDI) number is unknown. Implant date is unavailable. Device manufacture date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing scalp pain and lead extension connector site pain. Surgical intervention may take place at a later date to address the issue.